Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the experienced door not fully latched message, which was reproduced. The messages were found to be caused by a failed lower link switch on the lower auxiliary assembly. The failed lower auxiliary assembly was replaced.

Event description:
During baxter's eval of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.